Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited elective replacement indicator (eri) to end of life (eol) earlier than expected only after five years of being implanted. The location of the lead is uknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.